Event description:
Account reported that the n eedle pierced through the side of the sure-lok needle protection device. Initial report indicated that no patient or health care worker injury. During examination in 2001, investigator, (employee) was stuck with the needle which was extended outside the protection device. When hospital was contacted verbally reported that a clinician was stuck with the needle.